Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country rep in argentina that one of their vns programming physicians had a dell x50 handheld computer that they could not get to charge. The charging power light goes on and off due to the positioning of the handheld. It's like the serial adaptor cable is loose inside. Sometimes it'll charge and sometimes it won't. Since the handheld is an x50, the power cord is connected to the serial adaptor cable. Troubleshooting was performed. He used the serial adaptor on a working handheld device and found the same thing, erratic charging. The charger is at the MFR in product analysis.